Event description:
Facility alleges an adverse reaction occurred twenty-five minutes after the start of dialysis with dialyzer. Pt discomfort and tachypnea reported. Pt was given urbason 20mg. Dialysis was discontinued and the blood in the dialyzer and bloodlines was not returned to the pt. Estimated blood loss unknown. No serious injury reported as a result of this incident. This event involved one pt.